Manufacturer narrative:
(B)(4). Batch # unk . (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. A visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with no apparent damage. Upon visual inspection at the tyvek returned along with the device, damage was observed, as if something hot was placed on the tyvek; the damage was noted to be from the outside inn and the sterility was not compromised. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. It should be noted that product failure is multifactorial. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tyvek appeared to have a hole below sketch of firing handle on sterile product wrap. There were no patient consequences.